Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a viscoelastic syringe cannula was not sealed into the base and fell apart. Procedure details information is unknown. No patient harm or patient consequence was reported. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections d.4, d.10, h.3, h.4, h.6 and h.10. The returned product was visually inspected, but only the locking collar and the cannula sheath were received. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during the batch record review. Complaint trending was reviewed for the lot code provided. No similar complaint was found. A root cause could not be determined. Review of the records determined there were no deviations or comments related to product formulation that would indicate an issue with damaged units in regards to the cannula. The cannula component was used in five other finished good lots. There are no other complaints for any of the five lots that used the same cannula lot number. Syringe units are 100% visually inspected post-fill. Visual inspection and defect criteria are subjected to two 100% inspections prior to packaging. The qci inspections performed at final packaging prior to release met all criteria. Due to the lack of product returned regarding the observed cannula damage, no further assessment was performed. The complaint could not be confirmed based on the sample evaluation. Based on the investigation, the lack of additional complaints for this lot, the returned sample evaluation and the acceptable batch record review, no further action is warranted at this time. The manufacturer internal reference number is: (B)(4)/

Manufacturer narrative:
Additional information is provided in section h.10. Upon confirmation of the reported product lot manufacturer, this report was resubmitted under the correct manufacturing report number, 2184002-2020-00004. If any additional information is received for this reported event, it will be provided in a supplemental report under the new manufacturing report number. No further reports will be submitted under the original manufacturing report number 3002037047-2020-00003. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further stated that the threaded part that secures the two items together was broken and the cannula could not be attached to the base. Additional information is not anticipated for this report.

Manufacturer narrative:
Additional information is provided in sections b.5, d.10, h.3 and h.10. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).